Manufacturer narrative:
The reported field event of output anomaly was confirmed in the laboratory due to review of device image. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the implantable cardioverter defibrillator showed shorted output stage detection alert and several high voltage therapies were aborted. On (B)(6)2017, the device was explanted and replaced. The patient was stable throughout the whole procedure.